Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. See scanned pages

Event description:
Device malfunction: unk closure failure. Symptoms/ae: pseudoaneurysm, median neuropathy. Time of symptoms/ae: post-procedure. It was reported in a literature report that the physician attempted unsuccessful brachial arteriotomy closure using an unk perclose device after an interventional procedure. This resulted in a pseudoaneurysm that required immediate postoperative surgical repair. The pt subsequently developed chronic imbalance, positional dizzy spells, and disabling median neuropathy in his dominant hand. No add'l info is available. The article referenced is titled: basilar artery stent angioplasty for symptomatic intracranial athero-occlusive disease: complications and late midterm clinical outcomes. Ajnr amj neurordiol 2007 28: 808-815.